Event description:
According to the op report, this valve was explanted due to paravalvular leak. At explant, there was dehiscence of the posterolateral aortic annulus to the aortic valve that extended with a "pseudocavity" down through the mitral valve into the left ventricular cavity. The "pseudoaneurysm cavity" was repaired, the aortic valve was replaced with a sjm 21ahpj-505, and the pt's native mitral valve was replaced with a sjm 27mecj-502, "tee" indicated both valves were functioning "well" with no evidence of leakage and the pt was noted to be in stable condition.